Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant procedure, it was alleged that there was a defect with the right atrial (ra) lead. The physician elected to implant a new lead to resolve the event. Further information was requested, but not received. The patient was stable.